Event description:
Nnp was inserting PICC line. At the point in the procedure where she was to remove the splitting needle, the needle broke at the tip rather than just separating as it was supposed to. This caused there to be a piece of the splitting needle still remaining around the catheter. The team attempted to remove the piece, but concern grew for micro-shreds in the catheter so the catheter was removed and a new one was placed. There was nothing else during the procedure that was out of the norm. It was completed by an experienced provider.